Event description:
It was reported that vns was programmed off. The patient's obstructive sleep apnea went from severe to moderate and the vocal cord contraction issues had resolved. No additional relevant information has been received.

Event description:
It was reported that the patient was experiencing sleep apnea and vocal cord contracting. Gastroscopy was performed to view the vocal cord. The patient's epiglottis contracts with every stimulation and relaxes when it is off. Sleep test was performed and showed severe apnea with vns stimulation. Patient settings were adjusted down to 1.5ma and will be reevaluated. Patient was at 2.0ma. No additional relevant information has been received.